Event description:
It was reported following a percutaneous coronary intervention (pci) a 6f angio-seal sts plus was deployed. Hemostasis was not achieved and manual compression was applied for 20 minutes achieving hemostasis. Several hours later, the pt reported pain at the puncture site. Several hours later, the pt reported pain above the knee. An ultrasound was performed and revealed that the anchor, suture and collagen were intra-arterial at the popliteal artery. The pt underwent surgery three days after the pci. The surgeon made a small incision in the artery, pulled the suture and removed the anchor and collagen from within the artery. The physician was in the angio-seal sts plus training process. The rep alleged that the physician tamped the collagen many times. Also the physician did not know about the compaction marker. Training of the physician will continue. The pt was reported to be recovering and has been discharged from the hosp. Review of the pre-deployment femoral angiogram revealed that the puncture was a retrograde stick in the common femoral artery.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unknown. Based on the info received the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.